Manufacturer narrative:
The device was received with no act button response due to corroded keypad traces. There was no button error alarm during testing. The displacement test was not able to be done due to no button response. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer was not able to clear alarm with esc and act buttons. It was reported that the customer has discontinued using the device and is follow their medical prescription for insulin shots until replacement arrives. No further information provided.